Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Engineering device investigation confirmed the reported symptom of "alarming air-in-line" through the history log but was unable to reproduce during evaluation. Air-in-line, upstream occlusion, and downstream occlusion tests were performed with unit passing. The unit also passed additional air-in-line, upstream occlusion, and downstream occlusion tests. The device was removed from service and the customer was issued a replacement device.

Event description:
It was reported that during an infusion (unknown medication and programmed delivery parameters), a device alarmed air-in-line. There was no patient injury reported.